Manufacturer narrative:
The investigation included visual and microscopic inspections, a device history record (DHR) review, a labeling review, and a risk review. Visual inspection found no breaks along the fiber body, and the returned fiber measured 307.7 cm, which is within the IFU specification of 310 cm +- 25 cm; therefore, the reported failure of a fiber break was not confirmed. Microscopic inspection did identify damage at the fiber tip. The IFU instructs users to inspect the fiber for damage and to discard or return the fiber if the output spot is weak, not circular, or not visible, consistent with the observed condition. The DHR review confirmed the device met all manufacturing specifications, and no abnormalities were identified. The risk review confirmed that fiber related events, including fiber break and fiber tip damage, are documented and accounted for in existing risk analyses. Based on all available information, the reported device problem was excluded because no fiber break was observed, and the fiber length was within specification; however, the observed fiber tip damage is likely attributable to procedural conditions such as technique or material being ablated. As no design or manufacturing issues were identified and the event aligns with expected random component behavior, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that this fiber broke during procedure. The patient was not impacted, and the procedure was completed using another fiber.

Event description:
It was reported that this fiber broke during procedure. The patient was not impacted, and the procedure was completed using another fiber.